Manufacturer narrative:
(B)(4)

Event description:
It was reported that the high threshold was observed during device interrogation due to ra lead dislodgment via fluoroscopy. Patient was asymptomatic. It was noted that the patient was noncompliant with medical recommendations. The lead was repositioned. Patient was discharged the next day.